Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient overdosed and the caller required assistance in shutting off the pump. No further complications have been reported as a result of this event.